Manufacturer narrative:
Device has not been returned for evaluation. No findings available. The customer¿s complaint was not confirmed. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that during a bronchoscopy procedure part of the device had broken off and was subsequently retrieved. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The actual device was not returned. Instead, a similar biopsy valve was used to check the reported failure. It was confirmed that slant and forcible insertion of an instrument can cause damage to the rubber part of the biopsy valve. As determined by the legal manufacturer, the breakage of the biopsy valve can be attributed to user's improper handling. It's likely that the user forcibly inserted an instrument into the channel at incorrect angle.